Manufacturer narrative:
Due to hospital policy the device will not be returned. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, "as per stryker's gamma surgical technique, surgeon drilled for distal static and dynamic locking screws on long gamma nail, measured 55 mm for static screw, then drilled for dynamic locking screw and measured 65 mm. Sales associate covering surgical procedure, pulled both screws, read information on packaging and showed surgeon implant packages, received approval to open via surgeon. Showed circulating nurse and got agreement on implants. Packages were opened and implants placed on field for implantation. Upon placing labels in the pt records, circulating nurse noticed that the outside on 5x55 mm locking screw was (B)(4). With this information noticed, the nurse and sales associate confirmed outdate information on all packaging of this locking screw and had surgeon remove screw and replace with new 5x55 mm locking screw. Surgeon confirmed new implant and implanted new screw in pt per surgical technique and proceeded to close wounds on pt.